Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure while repositioning the lead several times, the patient experienced chest pain and temporary bradycardia. The lead was not implanted, and replaced with another one. No further patient complications have been reported as a result of this event.